Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported insulin was not observed exiting the infusion set tubing despite the attempt of multiple supply changes. The customer's blood glucose level was over 800 (mg/dl). A manual injection was administered to address bg level. Reportedly, the customer was able to resume insulin therapy.